Event description:
It was reported that the patient had a dural tear in her original surgery and duraseal was used to repair the tear. It was determined that the duraseal expanded and caused cord compression. She had to return to surgery to have the duraseal removed. She has lasting neurological symptoms. Additional information was requested and on 04may2017, the customer reported the following: on (B)(6) 2017, a (B)(6) female had undergone a microscopic anterior cervical discectomy c6-7, cervical artificial disc replacement ¿ bryan c6-7, repair dural tear for an underlying medical condition of cervical disc herniation at the c6-7 level. Duraseal was used during the surgery but the customer was unsure of the catalog/product ID and quantity of the duraseal used. The patient started developing neurological symptoms several hours after surgery. The course of the event reported is as follows: pre-op blood pressure (bp) 163/86. Or end time 0800. The 0815 able to more all extremities on admission to post anesthesia care unit (pacu). Bp 135/78. At 0850 able to move all extremities on admission to the floor. Bp 104/60. At 0900 poor plantar dorsiflexion. Bp 95/51. At 1030 bp 89/49 500 ml normal saline (ns) bolus given. At 1109 bp 81/49. At 1137 hypotension and weakness in grip of hands and right foot. At 1157 bp 71/42. At 1442 dexamethasone 10mg IV given. At 1712 right leg weaker than left, poor grips, arm feels heavy bp 93/54. At 1950 poor motor strength, patient unable to move right leg or plantar dorsiflex right foot, left leg movement is poor and plantar dorsiflex of left foot is very weak, able to perform wrist extension: left hand. Able to wiggle fingers and grip to left hand, unable to grip with right hand, right wrist extension is very weak, right hand unable to wiggle fingers and grip. At 2045 patient unable to move right leg, unable to plantar dorsiflex right foot, left foot plantar dorsiflex is weak, right hand unable to grasp or wiggle fingers. Remains hypotensive 80¿s / 40¿s. Date of surgery when duraseal was removed was on (B)(6) 2017. No product to be returned and no picture was available to show the expanded duraseal reported. Patient outcome/current condition: on (B)(6) 2017 at 1140, the patient was assisted to the chair after having a bowel movement. Patient became pale and postured. Pupils dilated and fixed; loss of consciousness, no femoral pulse. CPR was initiated, bagged at 10 lpm, CPR x 3 minutes, pulseless electrical activity (pea). At 1127, 911 dispatched ems and ems arrived at 1130. The patient was responding to verbal stimuli with strong pulses throughout, oxygen (o2) at 4 lpm with pulse ox at 95% with spontaneous breathing, heart rate (hr) 70 and normal sinus rhythm (nsr). The patient was discharged from acute care on (B)(6) 2017 with diagnosis of quadraparesis (improving) , hypotension (autonomic instability), pulmonary embolism, syncope. Course improving.

Manufacturer narrative:
Integra has completed their internal investigation on june 23, 2017. Results: the product sample or additional supporting materials from the account was not available for this incident. DHR review; there were no assembly or component issues identified; therefore, a DHR will not be performed. Complaints history; a review of current complaint data reveals no trend for the reported complaint mode. Conclusion: without the physical product, a definitive root cause could not be identified.

Manufacturer narrative:
Integra medical assessment provided below based on medical records received from the customer on 07jun2017: chief complaint and past medical history: according to a copy of the medical records made available to integra lifesciences, a (B)(6) nurse was examined on (B)(6) 2017 for a chief complaint of neck pain. The patient¿s past medical history includes cervical fusions in 2006 and 2011 at levels c3-6 with epidural fibrosis, degenerative lumbar disc disease, ankle/foot arthralgia, ¿plantar fascial fibromatosis¿, brachial, thoracic and lumbosacral neuritis, breast cancer, resection of melanoma and insomnia. Exam: medical records indicate that examination revealed decreased cervical range of motion and tenderness in the midline cervical spine and upper back. Upper extremity strength and sensation were described as grossly intact with no focal neurologic deficit identified on exam. Imaging studies were not made available for review. No clinical evidence of cervical radiculopathy was noted in available medical records. Clinical course: after symptomatic relief was not provided by epidural injection, the patient underwent a microscopic anterior cervical c6-7 discectomy with placement of a bryan cervical artificial disc on (B)(6) 2017. An incidental durotomy was repaired with duraseal exact without mention of suture in the operative notes. Pre-operative blood pressure (bp) was 163/86 but began to drop precipitously after the procedure ended at 0800. (B)(6). Patient presented with a thoracic sensory level (decreased sensation below a band on the chest signifying thoracic spinal cord dysfunction) and was diagnosed with cervical myelopathy secondary to cord compression. She was returned to the or to decompress the cord on 4/13 when the surgeon removed what was described as ¿gelatinous material from duraseal that was compressing the dura and neural elements¿. Medical records mention evacuation of a cervical hematoma, but this is not described in the operative note. Patient had a complicated post-op course including persistent hypotension, shortness of breath, bradycardia to 40 bpm, syncopal episode also referred to as pulseless electrical activity (pea) and cardiac arrest with CPR in different clinical notes. She was found to have a pulmonary embolus and anticoagulated. Mr t-spine performed on an unspecified date showed ¿spinal cord signal change myelomalacia/edema and mild compressive area c7-t1¿. Notes on 4/21 describe neuro function was much improved since second surgical procedure (spinal cord decompression). Patient discharged from acute care on (B)(6) with a diagnosis of improving quadriparesis, hypotension (autonomic instability), pulmonary embolism, syncope with course improving. Discussion: there are several potential etiologies/causes for the patient¿s quadriparesis. These include spinal cord ischemia, myelomalacia, other devices used in the procedure and spinal cord compression. Below is evidence related the differential diagnosis. Hypotension and spinal cord ischemia. Hypotension can cause ischemia (lack of blood flow) of the spinal cord which can in turn, cause quadriparesis (weakness of 4 extremities). The onset of the patient¿s profound hypotension occurred immediately following her initial surgery and at the same time as quadriparesis began and progressed. It is well-documented that the cervical spinal cord may undergo infarction (tissue death due to lack of blood flow) after decompressive surgery such as discectomy. Antecedent, unrecognized preoperative vascular compromise may be a significant contributor to spinal cord infarction by itself or in combination with hypotension. Cervical disc herniation may cause spinal cord ischemia due to temporary compromise of vascular supply. Myelomalacia. Magnetic resonance imaging of the thoracic spine showed myelomalacia/edema. Myelomalacia may present with back pain and may be a sequela of disc herniation and can cause pain, weakness and sensory loss and may have been responsible for some of the patient¿s neurologic findings. Recovery is possible even after profound myelopathy. Remarkable recovery is possible even with profound neurological deficit, a delay of several days, in the elderly, and in the presence of myelomalacia, provided the spinal cord is adequately decompressed and intraoperative hypotension is strictly avoided.4 other devices used in the procedure. In the (B)(6) study, a total of 60 neurological events occurred in 48 patients in the investigational group (19.8%). Two serious adverse events were classified as implant or implant/surgical procedure-related. One was related to a malpositioned implant at the time of surgery. Spinal cord compression. The operative report mentions the use of duraseal exact to repair an incidental durotomy, but does not mention other means of dural closure. Duraseal exact is indicated for use during spine procedures as an adjunct to sutured dural repair during spinal surgery to provide watertight closure. Application without sutured dural closure is an off-label use of the device. Although hematoma evacuation is mentioned elsewhere in the patient¿s chart, no reference is made to this procedure in the operative report. A post-operative hematoma can cause cord compression and myelopathy. The operative note describes gelatinous material identified as ¿duraseal¿ compressing the dura and neural elements. Duraseal exact may swell up to 12% of its size in any dimension. As the chart below demonstrates, swelling is minimal in the first 5 post-application days. Duraseal exact is contraindicated in confined bony structures where nerves and spinal cord are present. Duraseal exact may have been used in a bony structure that is contraindicated. Conclusion: the cause of this patient¿s improving quadriparesis and thoracic sensory level is undetermined. There are some discrepancies in the description of the clinical course: a diagnosis of cervical radiculopathy without focal neurologic symptoms or signs on examination; references to evacuation of a cervical hematoma that was not described in the operative notes; the potential off-label use of duraseal exact and the lack of access to all imaging studies and the dates they were performed. There are multiple potential causes for the quadriparesis, including profound post-operative hypotension and autonomic instability with the potential to cause spinal cord ischemia and myelomalacia, implantation of the bryan disc device which has been associated with neurological deficits and spinal cord compression. The temporal relationship of the patient¿s post-operative hypotension and her evolving quadriparesis may suggest a causal relationship. Quadriparesis improved after bp was stabilized with medical therapy and removal of gelatinous material identified as duraseal. Patient¿s weakness was greatly improved by (B)(6).